Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that after establishing telemetry with the implantable neurostimulator (ins), the voltage was at 3.06 volts which was lower than usual. Troubleshooting included the rep inquiring about the voltage at shipment as there was a possibility that the remaining battery longevity would be less than usual. Due to an inability to confirm a normal voltage at shipment, a different ins was used and the issue was resolved. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implantable neurostimulator's service life started prematurely.

Manufacturer narrative:
It was determined that eval code conclusion no longer applies.

Manufacturer narrative:
Multiple values were updated as the device identifiers were received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Note: additional information received indicates the correct mfg. Site ID is (B)(4).